Manufacturer narrative:
H6: investigation summary no sample was received so no investigation performed for reported failure mode. A device history record review for model mx9175 and lot number 22099394 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10

Event description:
It was reported that the bd 32-in std bore set w/ max y conn clogged. The following information was provided by the initial reporter: they are primed prior to using on a patient. The fluid will flow through our primary line but will not flow when the extension is put on. Multiple nurses tried un-attaching and reattaching with no flow obtained.

Event description:
It was reported that the bd 32-in std bore set w/ max y conn clogged. The following information was provided by the initial reporter: they are primed prior to using on a patient. The fluid will flow through our primary line but will not flow when the extension is put on. Multiple nurses tried un-attaching and reattaching with no flow obtained.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.